Event description:
It was reported that the patients cup migrated medially and the patient was in pain, so the right hip was revised. The surgeon bone grafted the acetabulum. The stem was well fixed and remained implanted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.